Event description:
The clinic reported that a laser vision correction patient underwent a lift flap enhancement on (B)(6) 2011, in the right eye and presented at an annual exam with an epithelial ingrowth in the right eye. The surgeon lifted the flap and removed the epithelial ingrowth. The patient was examined the next day and no epithelial ingrowth was detected and the patient's visual acuity is 20/70 uncorrected. The patient was returned to their primary care provider for follow-up care.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.